Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump primed properly. Device received with broken battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump stop working. Insulin pump did not delivering insulin. Customer stated that the customer tried to change the tubing 2 or 3 times and still it was not working. Customer states they are unable to exit the preparing to prime loop. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.